Manufacturer narrative:
The up arrow button did not respond due to corroded keypad trace. No unexpected restart alarm noted during testing. No scrolling numbers display anomaly noted during testing. Analysis was unable to verify off no power alarm and perform unexpected restart error test due to button keypad anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm and keypad anomaly. The blood glucose at the time of the incident was 286 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.